Event description:
(B)(4). To add to my previous report, I'm now extremely vitamin d deficient. My level was only 7. I also now have hyperparathyroidism, high liver enzymes. I'm now being tested for lupus and rheumatoid arthritis. I'm in so much pain daily. Bone pain.